Event description:
It was reported that 1 syringe 1.0ml 31ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported that when drawing up novolin insulin from the vial into the new syringe the insulin turned red. Date of event : 06/25/2021. Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-27. Investigation summary: customer returned (6) loose 1cc, 6mm, 31g relion syringes. Customer states that when they drew up novolin insulin from vial into new syringe the insulin turned red. All returned syringes were examined and no foreign matter was observed in any of the returned samples. All returned samples were also tested and all were able to draw and expel properly without any observed defects. Unable to perform DHR check for foreign matter (insulin turned red after drawing from vial) due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure of foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 syringe 1.0ml 31ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported that when drawing up novolin insulin from the vial into the new syringe the insulin turned red. Date of event : (B)(6) 2021. Sample status : awaiting sample.